Manufacturer narrative:
D4: serial number corrected. H6: omitted code e1302

Event description:
An impella cp was inserted via right femoral artery in a 81 year old male who was admitted for cardiac ablation. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. Approximately 6 hours after insertion, the patient's pulses were lost and a fem to fem bypass was performed using antegrade 5fr sheath, which successfully regained pulses. It was reported that the initial stick was low and at the bifurcation. In addition, the patient was on high dose vasopressors. On day 2 of support, the patient had pink/red urine with rising lactate dehydrogenase levels. The device was decreased from p-9 to p-7, in which hemolysis was still noted. The patient was hypovolemic with central venous pressure of 3, and echocardiogram showed a decompressed left ventricle. It was reported the patient had a small left ventricle. The hemolysis resolved with fluid and albumin administration. The device was explanted. Limb ischemia and hemolysis are known risks associated with impella cp as described in the instructions for use.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: d9 device return date added. H6 med dev prob code a150202 and impact code f1904 are no longer applicable for this report.

Manufacturer narrative:
H6 health effect clinical code e1302 was reported on the initial report that was submitted and should not have been reported.

Manufacturer narrative:
Section d catalog number was corrected. H6 code health effect - impact code f19 and h6 health effect - clinical code e0509 are no longer applicable for this report.